Event description:
It was reported that this implantable pacemaker exhibited battery longevity calculation of only 6.5 years remaining two years post implant. Boston scientific technical services (ts) discussed that the expected longevity is approximately 8 years based on remaining and since implant. Ts discussed to consider increasing ventricular tachycardia (vt) rate cut off. This device remains in service. No adverse patient effects were reported.